Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation had a breached cut, blood in/on the helix/lobe mechanism, and apparent explant damage.

Event description:
It was reported that the patient had a pleural effusion and atrial lead perforation was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.